Event description:
Related manufacturer report number: 2017865-2023-39051 new information received notes that the right ventricular lead was oversensing due to noise. The atrial lead was also found to be exhibiting noise in addition to low pacing impedance. Both leads were discovered to be fractured and were explanted on (B)(6) 2023. The patient was stable and asymptomatic.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture. The lead will continue to be monitored. The patient was stable and asymptomatic.